Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, the pump was hot to the touch while the pump was charging. The customer's blood glucose level was 152 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.